Manufacturer narrative:
Per our slc depot, the customer expected to return the powersulte for analysis. As of 8/13/2007 no device evaluation results are available, and no conclusion can be drawn regarding root cause of the incident. A follow-up MDR will be submitted if lumenis obtained additional information.

Event description:
A knee arthroscopy with holmium laser was performed in 2007. The right knee suffered a laser burn upon removal.